Event description:
The field service rep (fsr) reported that during preventative maintenance of the device, the green light emitting diode (led) on the battery would not illuminate after being plugged into ac outlet. There was no pt involvement. After troubleshooting the reported issue, the fsr discovered that there was buildup on the batteries and they were also very low.

Manufacturer narrative:
The biomedical engineer replaced the batteries and the field service rep (fsr) returned approximately one week later to complete the preventative maintenance. With the batteries replaced, the centrifugal system operated to specifications and was returned to clinical use. The suspect batteries will be returned to the manufacturer for further analysis.